Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 56-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage e shock. During device insertion, it was reported that the impella cp could not be advanced further into the aorta. Due to the patient's critical clinical condition, the decision was made to remove the initial impella cp and open a second impella cp device. The replacement device was subsequently implanted and functioned without issue.